Manufacturer narrative:
(B)(4). Batch # r93y0a. Investigation summary: the analysis results found that the harh45 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The lot/batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during an unknown procedure, when the operating room staff opened the outer box the sterile plastic container housing the device was cracked. Another box of the same product was opened to complete the case. There were no patient consequences reported.